Event description:
It was reported that the user experienced urgent low blood glucose of 43 mg/dl while using the ilet bionic pancreas and had stopped announcing meals due to perceived maladjustment, followed by post-treatment hyperglycemia up to 400 mg/dl after overtreating the low with peppermints, glucose tablets, and soda. Symptoms included hypoglycemia with subsequent hyperglycemia. Outcomes included user education on proper hypoglycemia treatment to avoid overtreatment and a recommendation to perform a feature reset due to planned dietary changes and aggressive corrections.

Manufacturer narrative:
Investigation included customer support troubleshooting and user education. Investigation of this case revealed user overtreatment of hypoglycemia and corrections that were too aggressive relative to meal handling and sensor connectivity concerns. It was concluded that the event was related to use conditions, with guidance provided to resume standard treatment protocol once the sensor reconnects and to proceed with the recommended feature reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.